Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that there was an issue with software swapping between instruments. The surgeon stated he had been having issues with tracking of the instruments swapping between straight suction and elevator instrument. There was no reported delay to procedure and no reported impact to patient outcome. The probable cause of the event was reported to be due to multiple instruments in the field of view, and the suspected workflow/environmental factors.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version #: 2.1.0, h3, h6) no parts have been returned for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the type of procedure was a functional endoscopic sinus surgery (fess). There was a 30-minute delay. The site declined to provide patient demographics. When asked "can you provide additional details about what issues the surgeon was having? Was it that they were unable to swap between instruments?" The manufacturer representative (rep) responded "after an instrument was registered, the system would randomly switch to an elevator instead of the registered instrument." Unknown if due to the software was swapping between the instruments on its own. What was observed was that it was a normal workflow as instructed. As to how was the issue resolved, nothing was done, the surgery continued on. Testing the unit with the biomedical engineering team.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, it was found that there was insufficient to determine whether a software anomaly contributed to the reported behavior. The logs were reviewed. The logs captured: there were 3 sessions, the site used stdfess procedure on the date of issue. The logs captured lots of "coil noise". Suspecting coil noise might have caused the reported behavior. Codes b01, c19, and previously reported code d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.